Event description:
The customer stated that the aspartate aminotransferase activated (asta) reagent is mislabeled. The customer states that on the box and on the side of the reagent it reads ast-a but on the top of the bottle it reads alta. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.